Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the guidewire was sticking in the cannula was inconclusive and could not be demonstrated on the unused samples that were returned for investigation. Twenty-nine unopened accucath catheters from lot reey2694 were returned for investigation. Nine of the unused samples were removed from their packaging and a visual observation and microscopic examination of the catheter, needle bevel, and guidewire revealed nothing remarkable. A functional test of the samples revealed nothing remarkable. The guidewire could be advanced through and retracted within the needle. Each catheter was removed from the needle and guidewire without damage. The safety mechanism was activated without defect or difficulties. The size of the loop at the distal tip of the guidewire was within specification. Since the affected sample was not returned for investigation and since no damage was observed or replicated on the returned samples, the complaint was inconclusive. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported via phone call "customer stating that the facility received item that was defective. He stated that the guidewires were sticking in the cannula when removing cannula from patient. No patient impact reported."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey2694 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call "customer stating that the facility received item that was defective. He stated that the guidewires were sticking in the cannula when removing cannula from patient. No patient impact reported."